Event description:
Consumer claims to have been pierced at a retail vendor in 8/99. Approximately two weeks after the event date consumer sought medical treatment for inflamation and swelling of the site. Consumer was admitted into the hospital for incision and drainage and IV antibiotics. Consumer was released the next day. Approximately three weeks after the event date later consumer underwent a second incision and drainage and was released that evening continuing on antibiotics.